Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to blurry vision at both near and distance. The lens was removed and replaced during a secondary surgical procedure with a non-j&j lens. There was no injury and no further intervention was required. The patient fully recovered. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 02, 2025 section h-3: device evaluated by manufacturer: yes device evaluation visual inspection of the complaint device reveal that the lens was stuck together. The lens was cleaned and the pieces were detached, revealing scratches on the lens. No further issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.